Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing of the pt's electrode belt, a reportable event was discovered. There was damage to the electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, exposing wires. The root cause of the damaged cable and wires cannot be positively identified but was likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.